Event description:
The customer initially called to report no delivery alarms. The customer then began showing signs of hypoglycemia as she became unresponsive and difficult to understand. The paramedics were called and the customer was taken to the hospital. Troubleshooting revealed that the customer was connected to the infusion set when she performed the manual prime, resulting in the low blood glucose event. Advised the customer on the importance of being disconnected while performing the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.